Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 443 (mg/dl) with moderate level ketones. Reportedly, to address the bg level, the customer changed the supplies on the pump and delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.